Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels; however, a blood glucose value was not provided. Customer administered manual injections and correction boluses to stabilize bg level. Recommendation was made to customer to discuss possible factors that may affect bg levels with health care provider.